Event description:
It was reported both the patient¿s right atrial lead [sn: (B)(4)] and right ventricular apical lead [sn: (B)(4)] were explanted and replaced due to noise. The patient was reported to be in stable condition.

Manufacturer narrative:
External insulation abrasion was noted at 37-37.8 cm from the distal tip consistent with lead friction to the ICD can. The outer coil proximal to the suture sleeve tie impression was exposed. This is consistent with the observation from the field of noise.